Manufacturer narrative:
This is one of two complaints concerning the same patient with different adverse events. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient that his last fill of 300 ml the cycler alarmed with m31 air detected in cassette. The patient stated he could not complete the treatment. The patient reported that when cancelling the treatment fluid was observed inside the cycler. Advised the patient to inform his pd nurse regarding the cycler replacement. The patient stated he would have manual treatment tonight. Follow up with the patient indicates that there was no complications experienced. No medical intervention was provided. The liberty select cycler was replaced.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported symptom ¿fluid leaking¿ was not confirmed. The reported symptom ¿m31 air detected in cassette warning¿ was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."